Event description:
Additional information received reported the pump could be filled with 20 ml of drug yesterday.

Event description:
It was reported during the pump preparation in surgery, the surgeon could not fill the pump with 20 milliliter (ml) of drug. Only 8 ml was filled in the pump. At that time, the surgeon thought there was sterile water in the pump so 20 ml of drug could not be filled. After 3 months, the patient returned for a refill procedure on (B)(6) 2015. At this time, only 8 ml could be filled in the pump. There were no patient injuries reported. There was no troubleshooting, intervention or other actions taken to resolve the event. The patient was doing well and receiving effective therapy. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
(B)(4).